Manufacturer narrative:
A full review of the device history records was conducted. The review indicates that this lot of mesh met all quality and performance criteria. There were no non-conformances related to the complaint. Clinical evaluation: pelvic organ prolapse occurs when organs sag or fall into the vaginal canal because of weak pelvic muscles. Transvaginal mesh serves as a hammock beneath the organs to hold them up. Usually, the bladder, uterus, rectum or bowel is involved in the prolapse. The bladder is the most common organ affected. Depending on the organs involved, surgeons may place the piece of mesh on the front, back or top wall of the vagina. If advanced prolapse is left untreated, organs can eventually bulge into the vagina or hang out of the body when standing or walking. Transvaginal mesh is a net-like implant used to treat pelvic organ prolapse and stress urinary incontinence in women. Any transvaginal mesh can cause numerous complications, including severe pain, nerve damage, vaginal scarring, infections, tissue erosion or organ perforation. Recurrent prolapse is common, as surgery does not repair the underlying weakened tissues. Prolite ultra is intended for use in soft tissue deficiencies including hernia repair, traumatic or surgical wounds and chest wall reconstruction procedures requiring reinforcement with a non-absorbable supportive material. Sacrocolpopexy (sacral colpopexy) is a surgical technique for repairing pelvic organ prolapse. Reconstruction is achieved with an open abdominal technique or with the use of minimally invasive techniques. The specific treatment approach is chosen in accordance with the type and degree of pelvic organ prolapse, as well as the severity of symptoms. A graft or mesh is used to support the vaginal wall and suspend the apical vault to the sacral promontory. Mesh erosion is a serious and not uncommon complication in women undergoing vaginal mesh repair. Mesh erosion is likely associated with the patient¿s comorbidities, surgical procedures, and mesh material. Concomitant hysterectomy and hypertension were associated with mesh erosion. In the management of mesh erosion, conservative treatment can be tried as the first-line treatment for smaller erosions, while surgical repair for larger erosions. Dyspareunia (painful intercourse) can occur for reasons that range from structural problems to psychological concerns. Many women have painful intercourse at some point in their lives. The medical term for painful intercourse is dyspareunia and is defined as persistent or recurrent genital pain that occurs just before, during or after intercourse. Urinary tract infections typically occur when bacteria enter the urinary tract through the urethra and begin to multiply in the bladder. Although the urinary system is designed to keep out such microscopic invaders, these defenses sometimes fail. When that happens, bacteria may take hold and grow into a full-blown infection in the urinary tract. Risk factors include but are not limited to female anatomy, urinary tract abnormalities, suppressed immune systems, diabetes and indwelling catheter use. The instructions for use (IFU) states complications that may occur with the use of any surgical mesh include, but are not limited to, pain, inflammation, infection, allergic reaction, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material and possibly adhesions when placed in direct contact with the viscera and other organs. The patient should be advised to contact the physician should an adverse reaction occur.

Event description:
Patient had full removal of sacrocolpopexy mesh for erosion on posterior vaginal wall (2 separate erosions). Patient allegedly is unable to have intercourse at all, pain with walking, recurrent uti all significantly impacting on quality of life.